Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. The customer was treated for the low blood glucose with food. Customer's blood glucose level was 121 mg/dl at the time of the call. The customer declined troubleshooting for the low reading. Customer also declined troubleshooting for a 275 mg/dl. Customer stated that the insulin pump also alarmed pump error during the high blood glucose. Power error detected troubleshooting was performed. The customer was advised on how to clear power error detected and to call back if issue recurred. The insulin pump will not be returned for analysis.